Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report# (B)(4) for a "uretex."

Event description:
Procedure: urological gynecological. According to the reporter: reportedly, the pt underwent a procedure for treatment of stress urinary incontinence. Allegedly, the pt experienced pain, injury and will like undergo corrective surgery.